Manufacturer narrative:
Analysis confirmed the hardware reset in the laboratory. The reset was due to a por. The battery had not yet reached eri. Device functionality was not damaged. The device continued to charge and discharge without problem. The cause of the por was not determined.

Event description:
It was reported that the device was in reset mode with no hv therapy available. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.